Manufacturer narrative:
The customer's complaint was verified. Isolated to a loose connection from the display flex cable. Re-seated the cable and the unit showed all segments.

Event description:
It was reported to covidien that the unit's display was missing segments on the spo2 portion of the display. No pt harm was reported.